Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019.

Event description:
The caller reported timer 24volt failure during power on self test. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 21oct2019. Date of report 22oct2019 the caller reported timer 24volt failure during power on self test. The customer was able to start the vent in service mode and successfully ran the extended self test. Upon running a functional test with a test lung, the customer was able to determine the back up battery was completely dead and would not hold a charge. The customer installed the battery and the vent passed all tests.

Event description:
The caller reported timer 24volt failure during power on self test. There was no patient involvement.